Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the implant body and underwent revision surgery (date not reported) to repair the skin flap. The issue has been resolved.